Event description:
It was reported that during an unk procedure, there was an error code 3: handpiece. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed, and no anomalies were noted during the manufacturing process.